Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a right side capsular contracture baker grade iii, device has become "harder, and harder, and harder since surgery" and "have come painful ever since surgery". Healthcare provider additionally reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: white particles in the shell, the weight the device within specification, creases flat and deformation. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported a right side capsular contracture baker grade iii, device has become "harder, and harder, and harder since surgery" and "have come painful ever since surgery". Healthcare provider additionally reported right side capsular contracture baker grade iii. Device has been explanted.